Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found with the entire teflon pad missing. Failure analysis found the primary failure of the damaged teflon pad to be related to the customer reported complaint. The missing material measuring approximately 0.44¿ x 0.10¿ was not returned with the instrument. The root cause is attributed to mishandling/misuse. There was an additional observation not reported by the site and not related to the reported issue. The instrument was found with surface damage to the curved blade. Scratch/abrasive marks were found on the curved blade. Damages to the blade are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. The blade damage was detected by the generator with an error during the self-test. The root cause is also attributed to mishandling/misuse. An image of the harmonic ace instrument teflon pad related to this event was received. A review of the submitted image was performed, and it was confirmed that the teflon pad was detached from the harmonic ace instrument. The harmonic ace instrument information cannot be verified through the system log review at this time as it was not registered on the system. In addition, a review of the site's complaint history identified no other complaints related to the harmonic ace instrument. This complaint is being reported due to the following conclusion: failure analysis investigations found a missing teflon pad from the distal end of the instrument. The missing teflon pad could fall inside the patient during the surgical procedure. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the customer noted that the harmonic ace instrument "gasket" fell off. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. On 06-feb-2022, intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use. The instrument did not collide with any other instrument or tool during the procedure. It was confirmed that no fragments fell inside the patient during the procedure. A video recording of the procedure is not available, but an image of the detached teflon pad was provided.